Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 12. May 2010. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded drill guide would not engage into the threads of a plate properly which created issues with placing locking screws during a distal ulna open reduction internal fixation (orif). This caused a surgical delay of a few minutes; another set was readily available for use. The procedure was successfully completed. This is report 1 of 2 for (B)(4).